Event description:
It was reported that the customer was hospitalized for high blood glucose and he was experiencing nausea and vomiting. It was stated that after the infusion set was changed his glucose level start to climb. It was also stated that the customer felt wetness coming from the insulin pump, and he was concerned about leaking. Troubleshooting was performed and all the programming and the histories were correct. Ran a fixed primed and high pressure tests and passed. However, leaks from the tubing were observed during testing. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.